Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-01514. It was reported that the patient had one of their leads repositioned on (B)(6) 2022 due to lead migration. It is unknown which lead had migrated so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.